Event description:
It was reported, "during surgery, they noticed a kink in the catheter so they removed the device." The physician stated he felt a lot of resistance and decided to have the catheter surgically removed. The patient is now fine post surgery.

Manufacturer narrative:
The complaint device was returned to (B)(4) for analysis. The complaint device was visually inspected and extensive visible damage was observed to the device components. The shaft and the handle of the device in question were detached from one another. Inspection of the returned device revealed a visible kink along the deflectable region of the catheter. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. Therefore, the most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to (B)(4)." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal wires."

Event description:
It was reported, "during surgery, they noticed a kink in the catheter so they removed the device." The physician stated he felt a lot of resistance and decided to have the catheter surgically removed. The patient is now fine post surgery.

Manufacturer narrative:
Although the device is not available for return, the packaging will be returned. Once the packaging has been evaluated, a supplemental report will be filed.